Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -5.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a shorter length lens and the problem resolved.